Manufacturer narrative:
Block b3: exact date unknown, event occurred two days ago from date manufacturer was made aware.

Event description:
It was reported that the patient was experiencing pain at the battery site. It was also reported that the patients ipg had migrated. The patient underwent a revision procedure wherein the ipg was repositioned deeper into the pocket and patient was doing well postoperatively.